Event description:
This report is based on information provided by philips associate engineer personnel and with an investigation documented by philips complaint handling. Philips received a complaint on the heartstart xl+ defibrillator indicating that the therapy knob test is failing. The device was evaluated at the customer site. Based on the results of the analysis, the product malfunction was unable to be confirmed. As for precautionary measures disassembled the unit, reset all the connections and the product is back in service. A review of the service history for this device shows the problem has not been reported again for this device. Based on the information available and results of additional analysis, no further action is necessary at this time. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. If additional information is received, the complaint file will be reopened for further investigation.